Event description:
It was reported that the customer's keypad was unresponsive after she tried to do an infusion set change. She reported her blood glucose level to be 117 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.